Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation confirmed the reported condition of a leak. The root cause was determined to be a loose blue winged luer cap. This device is a single use device and was discarded. Batch review determined that no nonconformance reports were documented for this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This MDR was submitted on (B)(4) 2010; however, due to a failure to receive ack3, this MDR is being resubmitted on (B)(4) 2010. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that a folfusor sv 4 was leaking before patient use. The device had been filled with 3700 milligrams of 5-fluorouracil in 96 milliliters 0.9% nacl when the leak was observed. No patient injury or medical intervention was reported. No additional information is available at this time.